Event description:
It was reported to ge that the x-ray footrest detached allowing the pt to fall. Apparently, the pt sustained a broken left wrist from the fall. Evidently, the footrest was not properly attached to the table by the operator.